Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the system controller screen was white and would not display any numbers. The log files were extracted.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a display issue was confirmed with the returned system controller (serial # (B)(6)). The self-test function was activated, and the front user interface display had all lines of inactive pixels. The internal lcd display module was exchanged for a functional lcd display module. Activation of the navigate display button was able to cycle through all the screens. The testing confirmed a damaged lcd display module. Further evaluation of the lcd display module could not be performed, and a root cause could not be determined during the evaluation. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(6)) was shipped to the customer on 17sep2020. Heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. Under section 2, under ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Heartmate 3 instructions for use rev c, ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.